Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011 states that rep is working with dr. (B)(6). Patient has experienced a rise in impedance from 500 back 3 months ago, to now over 2100 ohms. Md was wondering why it did not trip a red alert. Further review indicated that the high setting in the device was programmed to 2500. Will not trip until in this particular device goes over 2500 ohms. But it can be programmed to a lesser value. Md would like to see a percent change alert for impedances as to be identify a potential problem. Was told by st. Jude technical services that this is a normal range for lead impedance. Technical services explained at great length if dailies are turned off, that latitude does not force an impedance measurement, latitude only reports/retrieves what is available from the device. If not turned on, the only way to get a value for a specific chamber is to force it in the office. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).